Event description:
Customer reports: protime system inr results giving poor pt correlation. Pt inr result 3.3 vs ER inr result 5.0, 5.1 or 5.2. Protime instrument lab comparison: protime inr was 1.0 vs lab 1.5. Therapeutic range 2.5-3.5.

Manufacturer narrative:
(B)(4). MFR awaiting add'l info for further complaint eval.